Event description:
This case was reported by a consumer and described the occurrence of loss of control of blood sugar in a (B)(6) female patient who received super poligrip free denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip. At an unknown time after starting super poligrip. The patient experienced loss of control of blood sugar for the past five days. The pt is unable to get her blood sugar under control. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the event was unresolved.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).